Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cartridge leaking issue was verified, but the alleged cracked cartridge issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge was leaking from the o-ring. Additionally, it was reported that the cartridge was cracked. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.